Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). An analysis of the data provided by user/third party was done and the sample was within specification. Based on the evaluation results, the sample was functionally tested and no leaks were observed. It should be noted that the sample was not returned to the manufacture for a full evaluation. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that product leaked chemotherapy during use. No injury reported.